Event description:
Boston scientific received information that this patient stated that his pacemaker was programmed to 60ppm. However, he noted his rate was in the 40bpm range last night. The patient's blood pressure monitor showed a rate of 40-41bpm and his blood pressure was in the 160 range. The patient was asymptomatic. A boston scientific technical services consultant recommended repeatedly that the patient visit his physician for device evaluation. The consultant informed the patient that devices are not usually programmed to allow the rate to go down to 40bpm, but it is possible to program them that way. Only a full device check will determine how the device is operating and programmed. The device remained implanted at that time and was explanted over two years later and returned for testing.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection was unremarkable for any abnormalities. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.